Event description:
During the 2 days post implant f/u of the device involved in this report, the physician found the device operating in vvi mode, which was not expected. The estimated time to eri was decreased to 5 years 9 months after this incident.

Manufacturer narrative:
(B) (4). Analysis is pending.